Event description:
It was reported that there was an increased and high threshold on the right atrial (ra) lead. The physician commented ¿the lead does not have any trouble, so I¿ll follow up¿. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5054-52 lead implanted: (B)(6) 2005. (B)(4).